Event description:
It was reported via medwatch mw5118228 that the tip nearly sheared off. The target lesion was located in the moderately tortuous and mildly calcified left internal iliac artery. A 180x25cm fathom -16 was selected for use in a visceral angiogram and embolization. During the procedure, it was noted that the wire's tip nearly sheared off while inside the patient. The wire never went into the patient. The physician put a standard cobra shape on the tip of the wire with the included shaper. The tip of the wire immediately detached, hanging on by a thread. The issue was recognized before the wire was introduced. The device was removed intact and the procedure was completed with a different device. No patient injury or complications were reported.